Event description:
It was reported that the device exhibited post-paced t-wave oversensing during a device check in clinic. Programming changes were discussed and were not made during the clinic visit. The patient was asymptomatic and will continue to be monitored.